Event description:
It was reported that during implant procedure, the cornary sinus was dissected. The lead was not used and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.